Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-00991. Related manufacturer reference number: 1627487-2021-00992. Related manufacturer reference number: 1627487-2021-00993. It was reported that the patient experienced an infection. As a result, the patient's leads and anchors were explanted.